Event description:
Device 1 of 2. Reference mrr. Report#: 3006705815-2019-00822. It was reported during a trial lead procedure on (B)(6) 2019, the patient stopped breathing. As such, the patient was turned over and revived. The patient's leads were then reprogrammed and the patient went home. On (B)(6) 2019, it was stated the patient presented to the hospital with breathing problems. However, the patient reported doing well with the trial otherwise and had good relief. Additional information revealed no further issues were reported and the patient was released from the hospital and the issue is resolved.

Event description:
Device 1 of 2. Reference MFR report#: 3006705815-2019-00822.